Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was not having bladder spasms but they had increased incontinence. When patient has to go they have to go fast. Recently patient hasn't been able to hold their urine. Patient said they don't feel things down there like normal people. Troubleshooting asked when their return of symptoms started, patient said they would guess it has been off and on for two months. Patient had not had any falls or accidents. Patient increased the stimulation on their current program up to upper limits and felt nothing. Patient switched to the only other program they had and increased it to the upper limit and felt nothing. Patient said they used to be able to feel the stimulation. The issue was not resolved through troubleshooting. Troubleshooting had patient go back to original program and told then to decrease the stimulation from upper limit down to a little above where they were prior. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Date of event. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.